Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Electrical and mechanical testing did not identify fractures or any product abnormalities that may have caused or contributed to the reported clinical observations. Resistance testing found the lead was electrically continuous. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgment as the lead tip and helix appeared intact and undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was explanted as result. Additional information indicates the reported observation was caused by a microdislodgement attributed to the length of the lead. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.